Event description:
It was reported in clinic that the patient's right ventricular (rv) lead exhibited unspecified oversensing and over current was detected on the lead. The rv lead remains unaddressed. The patient was in stable condition.